Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6)2024. The device evaluation was completed on (B)(6)2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a separation between the pebax and the electrode. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. Initially it was reported that when they came on ablation, the force reading displayed on the carto 3 system immediately went too high and out of range even though on intracardiac echocardiography (ice) and the catheter map the catheter was not moving. The force reading displayed on the carto 3 system was originally around 5-10 grams. They zeroed the catheter but the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Upon inspection of the catheter, blood was discovered to be stuck in the clear plastic around the spring. The ngen generator was used for ablation. No patient consequence reported. Additional information was received. The vizigo small sheath was used. No difficulty experienced while maneuvering the catheter or during the withdrawal. Unknown if the catheter pebax was physically damaged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024 reddish material and a separation between the pebax and the electrode was observed. This event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode on (B)(6)2024 and have assessed this returned condition as reportable.